Manufacturer narrative:
(B)(6). Return requested. Replacement biopsy guide shipped to site 09/21/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the site's biopsy guide was damaged. It was reported the biopsy guide screw was loose. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect biopsy guide finds that the screw stop does not extend far enough within the shaft of the biopsy guide to engage with the reducing tube. The reducing tube cannot fall out of the shaft of the biopsy guide but feels loose. Otherwise, the biopsy guide is in good working condition. The reported issue was confirmed to be caused by a mechanical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.